Manufacturer narrative:
Device remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the compression screw migrated out of the nail postoperatively. This can result in a loss of compression, and can lead to instability of the fusion site.